Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found a piece of paperclip inside the unit.

Event description:
It was reported that the merlin programmer exhibited noise during boot up and a shock would be received if touched.